Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 09/26/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned for investigation. Visual inspection performed; the complaint product was received in its original packaging. Visual inspection at microscope magnification was performed as well and the plunger was in a partially advanced position. The cartridge is correctly engaged to the device. No assembly error and/or defect related to the manufacturing process was observed. Lubricant material residue was not observed in the device. The lens was stuck in cartridge and the pushrod over-road it. The lens looks wrinkled and crushed. The reported issue was verified. However, due to the conditions in which the sample lens was returned, it was not possible to determine that the reported issue is related to manufacturing. Based on the analysis, a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable as the lens was not implanted. If explanted; give date: not applicable as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) became stuck in the cartridge and had patient contact. No patient injury was reported. No further information was provided.